Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to parity error. The reset could not be reproduced in the lab. The root cause of the error remains undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, backup vvi mode issue was observed on the device. The device was not implanted and was replaced. The patient was stable.